Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had questions in regards to insulin pump software and also reported that the customer experienced high blood glucose of 543mg/dl. Customer's husband was assisted with questions and declined further troubleshooting once they understood no delivery and bolus inquiry. The insulin pump will not be returned for analysis.